Event description:
It was reported that the patient received inappropriate shocks. It was further noted a high number of non-sustained ventricular tachycardia (nsvt) episodes were observed with right ventricular (rv) lead t-wave oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated rv (right ventricular) oversensing and unexpected delivery of a ventricular tachyarrythmia therapy. It was noted t-wave oversensing (twos) was identified in ventricular tachycardia (vt) non-sustained (ns) episodes, along with a ventricular fibrillation (vf) episode #15 leading to inappropriate shock.